Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2012, due to fracture of the trunnion on the humeral tray component.

Manufacturer narrative:
The tibial bearing and plate were returned still assembled. Any effort to separate the two components would result in destruction of the bearing component; therefore no attempt was made to separate the two components. No evaluation could be performed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.